Event description:
Dealer is stating that the on/off switch has no audible alarm.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.